Manufacturer narrative:
The devices involved in the event were not returned to bsn for analysis as they were discarded by the medical facility. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records for the explanted devices found them to be satisfactory. This is the final report.

Event description:
A report was received that a recently implanted patient was experiencing difficulties charging the ipg due to swelling at the pocket site. The patient began to experience drainage at the pocket site, so the precision system was explanted. The patient was prescribed IV vancomycin.